Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap and cracked window corners. The device also was received with protruded/loose drive support disk. .

Event description:
It was reported that the customer dropped the insulin pump and the case was broken. It was stated that the end cap sticker is out. No further information was provided.